Manufacturer narrative:
The unit was rebooted by the end user which resolve the issue. No ge repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.